Event description:
Report received of a tubing rupture during use with a power injector. The customer contact reported that the medrad power injector was set at "1050 psi" to deliver an unspecified volume of contrast medium at an unspecified rate. Immediately after the pressure injection was initiated, the tubing "split" below the y-site. The split was reportedly 1 inch in length. The procedure was completed using a replacement tubing set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The customer reported the use of this product with a power injector. This product does not incorporate high-pressure tubing into its configuration.